Event description:
It was reported that the patient experienced phrenic nerve stimulation. Upon review, it was noted that the right ventricular (rv) lead exhibited impedance issues and high pacing thresholds. Which was caused by a lead fracture. Subsequently, a revision procedure was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.